Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to an infection. During the procedure, the superior vena cava was torn and the patient subsequently passed away. The ICD is expected to be returned. The lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.